Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer reported that his sugar was very high. The customer stated that he was changing his site the tape got stuck in the serter. The customer declined to troubleshoot for high blood glucose. The customer reported that it's been high for 4 hours because he didn't have the supplies to change out his set and that he is going to give it a while. The insulin pump will be returned for analysis.